Event description:
It was reported that the lead was kinked between the tip and the ring and the stylet was also kinked, most likely caused during insertion into the lead introducer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted, full lead. Visual inspection: distortion of the distal conductor was noted.